Event description:
Facility staff connected the device to a pt through a model 9 defibrillation adapter. The pt was determined to be in a shockable cardiac arrhythmia. Reportedly, the defibrillator would not charge.